Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 700 mg/dl. The customer was hospitalized for the high blood glucose on the morning of (B)(6) 2015. The customer called 911 when he was troubleshooting their insulin pump for a no delivery alarm. The customer stated that they felt they were having a heart attack. The customer lost consciousness and does not remember details of the incident. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.